Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 378 mg/dl; cause was not known. Corrective bolus was delivered. Customer was hospitalized for diabetic ketoacidosis (dka). Treatment was not reported. System check was performed with tandem technical support; no device issue was identified. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.